Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation and unexpected medical intervention appears to be related to operational context. In this case, it is possible that the material separation and unexpected medical intervention is the result of patient anatomical morphology and/or use techniques employed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a peripheral orbital atherectomy device (oad) used to treat a heavily calcified, moderately tortuous, 80% stenosed iliac artery. Two treatments, one low speed and one medium speed, were performed for 25 seconds each. During an attempted high speed treatment, it was indicated the viperwire guide wire fractured and was confirmed via angiographic imaging. The viperwire fractured component was retrieved with a snare. A new non-abbott guide wire was used to continue the procedure. There was no wire bias observed. It was indicated an unspecified guide wire was used at the beginning of the procedure and was exchanged for the viperwire. There was no difficulty wiring or delivering devices. There were no patient complications as a result of the event.